Event description:
It was reported that the patient underwent a scheduled right ventricular (rv) lead replacement following a device check that revealed increased pacing thresholds and decreased r-wave sensing. During the procedure, the physician attempted to reposition the existing lead; however, the helix mechanism failed to respond appropriately, preventing successful repositioning. The lead was subsequently replaced. The patient was stable throughout.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed, while the reported event of inadequate capture and r-wave amplitude variation was not confirmed. As received, a complete lead was returned in one piece with the helix partially extended and clogged with blood/tissue. X-ray examination found the inner coil over-torqued at the connector region, consistent with procedural damage. The cause of the reported event of helix mechanism issue was isolated to the over-torqued inner coil and clogged helix. Electrical testing did not find any indication of conductor fractures or internal shorts.